Manufacturer narrative:
Block b3: approximated based on the date the manufacturer became aware of the event. Block h6: imdrf device code a050501 captures the reportable event of bands unable to deploy. Block h2: device evaluation: block h11: investigation results. The device returned and it was found during visual inspection that the teeth were damaged, also, the bands were overlapped. The slack was not taken up and the handle does not have evidence that the loop was secured to the post. The reported device code was confirmed. These conditions are consistent with factors related to procedural use, handling, or insertion technique, which may have affected the performance of the device during band deployment. The evaluation also found that the instructions for use were not followed, since the slack was not taken up and the trip wire was not secured to the handle, which can interfere with proper engagement of the deployment mechanism. It was confirmed this device met manufacturing specification prior to distribution and there were no manufacturing deviations which could have contributed to the reported event. The labeling review found evidence to suggest that the device was used in a manner inconsistent with the labelled indications. Take up slack by pulling proximal end of trip wire on handle unit and secure trip wire in slot on handle unit, however, the slack was not taken up, and the handle does not have evidence that the trip wire was secured to the post. The IFU contains detailed device information and instructions for the device use and there is no evidence that there is any issue with translation, wording, or graphics of the IFU labeling information. Based on a thorough review of the reported complaint, boston scientific has assigned an investigation conclusion code of failure to follow instructions.

Event description:
It was reported to boston scientific corporation that a speedband superview super 7 device was used during an unknown procedure performed on unknown date. It was reported that during the procedure, the band failed to deploy. The procedure was completed with an unknown device. There were no patient complications reported as a result of this event.

Manufacturer narrative:
Block b3: approximated based on the date the manufacturer became aware of the event. Block h6: imdrf device code a050501 captures the reportable event of bands unable to deploy.

Event description:
It was reported to boston scientific corporation that a speedband superview super 7 device was used during an unknown procedure performed on unknown date. It was reported that during the procedure, the bands failed to deploy. There were no patient complications reported as a result of this event. No further information has been obtained despite good faith efforts.